Event description:
The event occurred on an unspecified date and involved an unspecified vial adapter mckesson clave. It was reported by the patient's sister there was gray plastics which got into the medication vial from the adapter mckesson clave. The vial is no longer good to use. Patient denied nurse assistance to go over technique. There was patient involvement, unknown patient harm and unknown delay in therapy.

Manufacturer narrative:
The complaint of particulate matter cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot review couldn't be performed due to the lot number for this complaint was unknown.